Event description:
Additional information was received that the device was not able to be interrogated. The device was explanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of inappropriate or unexpected reset, and failure to interrogate were confirmed. The device was in reset mode, at elective replacement indicator (eri) level upon receipt. Attempts to reload the device code failed. The device was cut open and further analysis found high current drained by the hybrid. Additional analysis isolated the high current issue to an integrated circuit anomaly which drained the battery prematurely. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, the device was interrogated and found in reset mode. No intervention has been performed. The patient was in stable condition.